Manufacturer narrative:
(B)(4). An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: initial access was gained with a micro-introducer kit and ultrasound. It was reported that there was no calcium, and moderate tortuosity was present. The depth measurement was 5cm + 1cm. The patient had a large pannus, and the pannus was not taped. The tavi valve went in without any reported issues. The manta was deployed, and then pulsatile flow was observed from the access site. The operator held pressure for 5 minutes. The physician gained secondary access with a micro-introducer kit and inserted the guidewire. The physician used a coronary balloon and placed a covered stent. Upon angiogram, there was minor extravasation on the back of the covered stent, and the physician used the coronary balloon again. Hemostasis and no extravasation were noted on angiogram. Patient recovered well. Additional information received: the doctor reported that the manta was not deployed in the vessel.

Event description:
As reported: initial access was gained with a micro-introducer kit and ultrasound. It was reported that there was no calcium, and moderate tortuosity was present. The depth measurement was 5cm + 1cm. The patient had a large pannus, and the pannus was not taped. The tavi valve went in without any reported issues. The manta was deployed, and then pulsatile flow was observed from the access site. The operator held pressure for 5 minutes. The physician gained secondary access with a micro-introducer kit and inserted the guidewire. The physician used a coronary balloon and placed a covered stent. Upon angiogram, there was minor extravasation on the back of the covered stent, and the physician used the coronary balloon again. Hemostasis and no extravasation were noted on angiogram. Patient recovered well. Additional information received: the doctor reported that the manta was not deployed in the vessel.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained indicating a low positioned radiopaque lock distal to the vessel. The device lot history record review indicated a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, an 18f manta was deployed for closure in the right common femoral artery. The patient presented with a large pannus, and the physician chose not to tape it back. Micro puncture and ultrasound guidance were utilized to gain access. Vasculature was noted as 8.2mm, no calcification, moderate tortuosity, with a depth measurement of 5cm + 1cm. No issues were encountered advancing the valve; and no resistance was met during the depth measurement. During deployment, the physician did not completely advance the manta sheath as far as the patient's anatomy would allow; and the proctor reminded the physician to push it in. Following deployment, pulsatile bleeding was present, and manual pressure was applied for five minutes. A post angiogram confirmed the manta was not deployed in the vessel. A secondary access was gained, guidewire was inserted, balloon inserted to tamponade, and a covered stent was deployed. Minor extravasation was seen on the backside of the covered stent, and balloon inflation was applied, which ceased the extravasation, and achieved hemostasis. The physician chose not to tape the pannus back which could have interfered with positioning, and depth measurements. Therefore, the suspected root cause of the tract deployment may possibly be due to user error in utilizing manta in a patient with a potentially high bmi and having moderate tortuosity. A high bmi can cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. The manta instructions for use warns not to use manta if the patient has marked obesity and if there is marked tortuosity of the femoral or iliac artery. If bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.